Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the roller and cutter gears were worn and needed to be replaced; however, the repair was not completed because the cutter cannot be fully repaired without replacement. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the gears were worn on this unit. Investigation found the cutter did not pass the cut test. There was no patient involvement as the living legacy foundation is a skin cadaver skin bank. There was no adverse event reported as a result of this malfunction.